Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor technique. Peritonitis was manifested by turbid effluent, abdominal pain, and diarrhea. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (route, dose, and frequency not reported, duration of 2 weeks) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.